Manufacturer narrative:
Concomitant medical product: d314trg crt-d, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during use the left ventricular (lv) lead "was in a place it wasn't supposed to be." The lv lead was capped. No patient complications have been reported as a result of this event.